Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the jaws did not open before the device was applied on the pt. The surgeon applied another device without pt injury.